Event description:
The manufacturer received an allegation that the everflo oxygen concentrator showing red alert and sieves bursted. There was no report of harm or injury. The device was returned to a third-party service center. The device has not yet evaluated. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer for evaluation.

Manufacturer narrative:
The manufacturer previously reported an allegation that the everflo oxygen concentrator showing red alert and sieves had burst. There was no report of harm or injury. This event is not reportable. The user manual states "all everflo alarms are low priority alarms. The alarm system should be verified before use and between users by service personnel in accordance with the everflo service manual." Upon further review of the risk files, clogged sieves and sieve dust material exposure is rated as being an acceptable level. The control measures in place state the device shall be compliant with the bio-compatibility standards of so 10993-1, iso 18562 and cm-12. After further review from the manufacturer, this event does not meet the definition of a reportable malfunction.